Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that images were blurred on the monitor and there was no x-ray. The system was rendered unusable. There is no report of pt injury associated with this event.